Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21409j, reader sn (B)(6)). Customer tested negative on (B)(6) 2022 with a sars-cov-2 pcr test and (B)(6) 2022 with a carestart rapid antigen (rt-pcr) test. Customer stated they had taken four covid-19 rapid antigen tests within the past 12 days that provided three positive results and one negative result. All four of these rapid antigen tests were consistent with pcr lab tests. Customer tested negative on (B)(6) 2022 with another sars-cov-2 pcr test and a on/go at-home test. Customer tested positive on (B)(6) 2022 with an ihealth antigen test. Customer states he has been asymptomatic since 06-jan-2022.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.